Manufacturer narrative:
Manufacturer ref: #(B)(4). Technical investigation concluded: a DHR review have been completed. No deviation or changes were found during manufacturing of the device. Trended case conclusion: the usb-c connector has broken down mechanical. It is a known problem with usb connectors, that in rare cases wear or dirt/moist can create a low ohmic path from vbus to gnd, that potential can cause a heating inside of the connector the clinical investigation concluded: it has been reported that the user experienced a burning smell from the charger while the charger was operating. User stopped using the charger as soon as he smelt it. No harm to the user or their property has been reported. It is not mentioned whether original accessories were used. The chargers have been tested according to applicable safety standards. These risks are reduced as far as possible and the probability of occurrence of these events is considered very low. In case of moisture, sweat or dirt in the connector, there can be high temperatures inside the connector due to power dissipation when connected to the charger plug. There can be melting of the plastic around the connector and is visible to the naked eye. It is highly unlikely that the user would touch in case there appears to be melting or high temperatures. In the unlikely event of the user touching this overheated device, it can lead to superficial or minor injury that would in most cases require no medical intervention. There are no new clinical aspects (e.g., unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusion herein are sufficient. Risk register reference: based on the information provided this appears to be a known risk which is covered by an existing CAPA. All resulting actions are contained within the CAPA which includes assessment of risks and associated updates. This is a combined (initial and final) report. No further information is expected.

Event description:
Date of incident is estimated date (B)(6) 2023. It has been reported that -patient reports burning smell when charger is operating.